Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, latitude data was reviewed and it was determined that this ICD was exhibiting high out of range shock impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. This ICD system remains in service.